Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmissions with rf telemetry issues. It was determined that likely the rf on the device needed to be reset. A device update was performed and the issue was resolved. The patient was stable and will continue to be monitored.